Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "PICC found to have slight bump on end near blue flex tip, which made it difficult to thread through the peel away sheath on insertion."

Manufacturer narrative:
(B)(4). The customer returned a single catheter body and sheath. The catheter body was cut so only a portion was returned. Microscopic evaluation of the catheter body revealed a slight bulge just behind the catheter tip. The returned sheath tip inner diameter was measured and was found to be within specification; however, it was found that the catheter body outer diameter (just proximal of the tip) falls outside of the specification. The returned catheter body was passed through the returned sheath to functionally test the components. Though the catheter was able to be pushed through, a large amount of resistance was met. A DHR review was completed with no relevant findings. The customer complaint that the catheter had a slight bulge located just proximal of the tip was confirmed through this investigation. Dimensional analysis revealed the outer diameter of the catheter body, where the catheter body and catheter tip join, was measured just outside the specification. A DHR review was performed with no relevant findings. Therefore, the root cause of this investigation is manufacturing related. A CAPA was initiated to handle catheter material # r-05041-006b. However, according to the manufacturer, the material related in this investigation is also manufactured on the same machine and therefore, the correction made in june 2018 will help with this problem as well. This material in this investigation was manufactured in february 2018, before the correction was made. Teleflex will continue to monitor and trend reports of this nature.

Event description:
It was reported that: "PICC found to have slight bump on end near blue flex tip, which made it difficult to thread through the peel away sheath on insertion."